Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the vibrational alarm was tested but did not work. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
Product evaluation: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The patient notifier test was initiated on the bench, and the notifier was found to function normally.